Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. Unable to perform unexpected restart error test due to unresponsive buttons. The insulin pump was received with cracked case at display window corners and display window. The insulin pump was received with minor scratched lcd window. The insulin pump was received with stained end cap sticker. The insulin pump was received with broken belt clip slot. (B)(4).

Event description:
The customer reported via phone call that they were unable to rewind the insulin pump. Customer also reported receiving an unexpected restart alarm on the insulin pump. Customer's blood glucose was over 245 mg/dl. The customer also stated the unexpected restart alarm was recurring during normal use. The alarm could not be cleared on the insulin pump. The customer agreed to return the insulin pump for analysis.